Manufacturer narrative:
The printed circuit assembly (pca) of the helm button and lights has been returned and evaluated by the failure analysis (fa) team. During fa, the helm was visually inspected, where no issues were found. The unit was installed onto a known good equipment, fixture, or tool (eft) and powered on with no issues. The touchscreen was lit and showed no signs of errors. The touchscreen was used normally with no issues. The system was powered cycled three time and an idle test of thirty minutes was performed with no issues.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the touchscreen was black and the system was unable to deploy for docking. The tse found no related errors. The tse walked customer through a hard power cycle and emergency power off (epo) of patient cart, but touchscreen remained black. The customer to manually move arms into place to attempt to use system since patient was on the table with trocars inserted. The customer called back in to perform additional troubleshooting. The boom touchscreen was not working, and the tse attempted to guide the customer through the setup process but failed. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter said the issue occurred prior to start of procedure but trocar was inserted. Troubleshooting did not resolve the issue, and the procedure was converted to laparoscopic surgery. Additional ports were not placed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported problem. The fse replaced the patient side cart (psc) touchscreen to resolve the issue. The system was tested and verified as ready for use. Isi has received the touchscreen for evaluation, but evaluation has not been completed as of the date of this report.